Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly due to the data being out of device capacity. No changes were reported. The patient was stable.